Event description:
It is reported that the patient experienced infusion set issue on (B)(6) 2026. The infusion set cannula was narrower closer to the cannula housing then the rest of the cannula which leads to high blood glucose levels and got treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.